Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented to clinic after receiving a vibratory patient notification alert, non-sustained rv oversensing due to lead noise and increase in ventricular pacing capture threshold was observed. Device was reprogrammed and the patient was discharged with life vest. Patient will be scheduled for lead replacement. Patient¿s condition was stable.